Event description:
Patient's mother reports ER treatment for elevated blood glucose and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Upon review of the pump functions with the patient's mother, air bubbles were found in the cartridge. The filling technique for the cartridge was reviewed with the patient's mother. The patient has continued to use the pump with no reported subsequent event. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.